Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infections at her cannula site on (B)(6) 2025 which caused sepsis. The patient reported that these infections were caused due to reaction to the cannula adhesive.the patient uses a new process as advised by her health care professional to clean her new site with hibiclens, then she applies a piece of tegaderm with a small hole cut out that the cannula itself will go through, so the tegaderm protects her skin from the cannula adhesive. Once she removes the cannula, she then cleans the site with betadine and applies alocaine if she experiences any itching at the site. The patient reported that she has hit a blood vessel when placing a new cannula 3 times and she has also experienced 2 pump failures leading to pump replacement. No further information available.